Event description:
It was reported that during the procedure, a non-abbott covered stent was advanced via the superficial femoral artery and deployed in the aorta to common iliac region to treat an aortic aneurysm when the deployment string broke, leaving only the distal part of the stent deployed. A 3.0x20 trek rx balloon dilatation catheter was advanced over a spartacore guide wire to the stent via access through a subclavian vessel, but the trek could not completely cross through the covered stent and became stuck inside of the distal end of the covered stent. Strong force was applied to withdraw the uninflated trek and spartacore as a single unit, resulting in a torn off balloon tip, a split in the shaft junction notch area, and a mangled, shredded balloon. There were no issues with the spartacore wire. A femoral artery cut down was performed, in which the stent string was able to be accessed and pulled, completing deployment of the stent, ultimately treating the aneurysm. It is not believed that any part of the trek has been left in the patient. However, if the tip and any potential balloon material were left in the anatomy, it is believed to have been trapped, embedded in the covered stent deployed against the vessel wall. There were no adverse patient sequelae and no reported clinically significant delay. No additional information was provided.

Manufacturer narrative:
(B)(6) during processing of this complaint, attempts were made to obtain complete event, patient and device information. Evaluation summary: the device was returned for evaluation. The reported failure to cross could not be replicated in a testing environment due to operational circumstances. The shaft separation was confirmed. Based on a visual analysis of the returned device, there is no indication of a product deficiency. A review of the lot history record revealed no non-conformances. Review of the complaint history of the reported lot did not indicate a manufacturing issue. It should be noted that the trek coronary dilatation catheter instructions for use (IFU) states that the trek coronary dilatation catheter is indicated for use in balloon dilatation of the stenotic portion of a coronary artery or bypass graft stenosis; there is no indication for use in the femoral artery. It should also be noted that the trek coronary dilatation catheter IFU states that if resistance is felt, continuing to advance or retract the catheter while under resistance may result in damage to the vessels and / or damage / separation of the catheter. Based on the information reviewed, there is no indication of a product deficiency.